Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the probe was returned clean with the aperture approximately 100% open. The needle protector was returned for evaluation. The probe and needle protector were examined under magnification (10x) and no obvious signs of plastic shavings were identified on the needle and no damage was identified on the needle protector. No other foreign material was identified anywhere on the probe and/or the needle protector. Functional/performance evaluation: functional testing of the device was not performed. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the complaint investigation is inconclusive as no plastic shavings were identified on the probe and no damage was identified on the needle protector. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: how supplied: the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. Press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use. Exercising caution, remove the tip protector from the sharp stainless steel trocar. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy procedure, that during the calibration process, the needle protector sheet was scraping along the needle aperture and plastic pieces were inside the sampe notch. The probe was not used on a patient and was exchanged with another probe to complete the procedure. There was no patient involvement.